Event description:
It was reported that the patient was hospitalized due to hematoma. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and the patient was doing well postoperatively. The explanted paddle lead was discarded by the medical facility and will not be returned. Additional information was received that the hematoma was located at the lead site with associated symptoms of leg weakness. The physician believed that the patient was not on blood thinners however, the patient was bleeding after the surgery.

Event description:
It was reported that the patient was hospitalized due to hematoma. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and the patient was doing well postoperatively. The explanted paddle lead was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.